Event description:
It was reported that the patient had a loss of therapeutic effect and had no stimulation sensation. The patient had a loss of bladder control and there was no known accident or incident related to the event. It was noted that the patient received a device in 2006 immediately following the removal of a grapefruit tumor from their interior that had pretty much eaten their bladder. The patient got a new device 2 years ago in 2012 and they had a newer model put in and it wasn¿t experimental. It was stated that 4 months ago, the patient had to work with a health care provider (hcp) because they had a tumor growing on their spine right near the implant. The patient was 4 months out of surgery and approximately 17 to 20 days ago for no reason, that the patient had knowledge of it just stopped working. It was reported that the patient was changing and cleaning their body probably 17 to 20 times a day for hygiene purposes. The patient spoke to a nurse at their hcp¿s office this morning and was instructed to contact the manufacturer to see if it could be readjusted over the phone and if not they would set up an appointment at the office. It was noted that the patient had no control over their bladder and their bladder was about the size of a pinky finger. The patient felt the stimulation prior to 17 to 20 days ago and they had not had a problem with their new device until approximately 4 months after their surgery and they had no warning of when they started to urinate. It was stated that the patient put the batteries in the programmer and the warning screen to sync came up. The patient decided to use the antenna and was on program 4 at 0.8v and confirmed their implantable neurostimulator (ins) was on. It was noted that the patient did not know if 0.80v was a typical setting or not. The new ins was implanted 2 years ago and the patient had an experimental one in 2006 until 2012 then they replaced it. It was reported that the patient had not had any problems with it. The patient increased to 0.9v and still did not feel stimulation. It was stated that the patient felt nothing at 1.10 and increased to 1.2 and was starting to feel a little woozy and a little pressure. The patient decreased back to 1.10 and if their symptoms had not improved in a few days they would make an appointment to see their hcp. If the nurse told the patient to try a different program they could call back for assistance. It was reported that the patient had the best hcp in the world and they had saved the patient¿s life about 7 times.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v001988, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).